Manufacturer narrative:
It was reported that breathing circuits were becoming hot, melting, and requiring circuit to be changed. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that breathing circuit were becoming hot, melting, and requiring circuit to be changed.

Manufacturer narrative:
Updated the following : b4: date of this report . D4 - lot#. D4- expiration date. H4- device manufacturer date . E2- health professional . E3- occupation . E4 - changed to yes . H6- medical device problem code a.